Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered a shock, and a code 1004 was observed. Additionally, the device triggered code 1007 due to capacitor charge time exceeding limitations. Subsequently, the device was explanted and replaced. The right ventricular (rv) lead was capped and abandoned. No additional adverse patient effects were reported. The ICD is expected to return for analysis and the rv lead remains electronically deactivated but implanted. Additional information was provided that the there was a code 1008 indicative of a leakage on the lead that had occurred on (B)(6) 2023. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered a shock, and a code 1004 was observed. Additionally, the device triggered code 1007 due to capacitor charge time exceeding limitations. Subsequently, the device was explanted and replaced. The right ventricular (rv) lead was capped and abandoned. No additional adverse patient effects were reported. The ICD is expected to return for analysis and the rv lead remains electronically deactivated but implanted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered a shock, and a code 1004 was observed. Additionally, the device triggered code 1007 due to capacitor charge time exceeding limitations. Subsequently, the device was explanted and replaced. The right ventricular (rv) lead was capped and abandoned. No additional adverse patient effects were reported. The ICD was returned for analysis and the rv lead remains electronically deactivated but implanted. Additional information was provided that the there was a code 1008 indicative of a leakage on the lead that had occurred on (B)(6) 2023. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, external visual inspection of the device identified tool marks on the case and header. The device could not be interrogated, and review of device memory found a shorted lead error code 1004 had been recorded. Memory also showed that after three shocks had been attempted and resulted in abnormal shock impedance measurements, the device battery status moved to end of life (eol) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the third high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.